Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger was resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and the q1 on the bedside board was internally shorted. The cause for the failure was isolated to a contaminated battery board and shorted component. The root cause for the contamination was due to ingress of an unknown liquid. The root cause for the shorted component can not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.